Manufacturer narrative:
UDI: (B)(4). The device is to be returned for evaluation. The investigation is underway.

Event description:
As reported by a field clinical specialist, unable to pass delivery system and valve through sheath. Removed the sheath, delivery system, and valve. Prepped a new valve and delivery system. Predilated the right common internal iliac artery. 2nd system was able to pass the delivery system with some resistance. Valve deployed successfully on 2nd attempt. Patient required a cfa stent. The system is to be returned for evaluation.

Manufacturer narrative:
Corrected date: h1 additional information: h6, h10. The devices were returned for evaluation. Visual inspection showed minor distal tip damage with the sheath tip unopened, the liner started to lift from hdpe 2 inches distal to strain relief and the remaining length was unexpanded, there were also scratches along the length of the sheath shaft. Imagery was returned for evaluation and showed that the patient had a small minimum luminal diameter (below required 5.5mm) at several regions combined with calcification. Calcification is also present in the vessel. Due to the nature of the complaint, dimensional testing was not performed. During pre-decontamination functional testing was performed. The delivery system was able to be fully advanced through sheath. Sheath expanded as designed and tip opened normally. Slight resistance was observed at the partially expandable section of the sheath. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaints relating to the reported event. A review of complaint history from september 2018 ¿ august 2019 revealed additional returned complaints for the esheath introducer sheath (all models and sizes) for the reported event. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of the complaint history revealed that the occurrence rate did not exceed the august 2019 control limit for the trend category of ¿resistance between devices.¿ the following instruction for use (IFU) and training manuals were reviewed for guidance/instruction involving the esheath and commander delivery system usage:  us esheath IFU, commander device preparation training manual, and commander procedural training manual. No IFU/training deficiencies were identified. During manufacturing, the sheath shaft components were 100% visually inspected under magnification, the esheath final assemblies were 100% visually inspected by both manufacturing and quality, and after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. The reported events were confirmed based on visual inspection of the returned device. However, no manufacturing nonconformance was confirmed because engineering was able to fully advance the delivery system through the sheath. Further investigation of the device, device history record, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As instructed in the procedural training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Patient¿s access vessel from the provided imagery shows calcification present in the vessel. Additionally, the access vessel mld at several regions was below the recommended size (ranges from 4.1mm ¿ 4.8mm) for the use of a 14f sheath (5.5mm). These combined patient factors can further prevent the sheath from fully expanding to allow for the delivery system passage while being advanced through. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification/undersized access vessel) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect, which could have resulted in the complaint, was confirmed, no corrective or preventative actions are required. Since no product non-conformance or IFU/training deficiencies were identified and complaint occurrence rate did not exceed the control limit for applicable trending category, a product risk assessment (pra) is not required.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
Additional information: as reported by a field clinical specialist, there were difficulties inserting the first 14f esheath in the patient. The esheath was removed and replaced with a second esheath. The 23mm commander delivery system and 23mm sapien 3 valve were unable to pass through the second 14f esheath. The esheath, delivery system, and valve were removed. A new valve, delivery system and sheath were prepped and the new delivery system and valve were able to pass through the new sheath with some resistance. The valve was deployed successfully. After the devices were removed,  the patient had some diminished pulses and a covered stent was placed. Later, thrombus and stenosis in the popliteal artery was observed where the stent was placed and additional stents were placed. The system is to be returned for evaluation.

Manufacturer narrative:
Additional information.